Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the device history indicated multiple cs 054 call service alarms, which are consistent with sleep alarms and can cause the display screen to be blank for several minutes. The display screen was clear and legible during testing; the blank display was not duplicated. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.